Manufacturer narrative:
(B)(4).the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the atrial lead was explanted and replaced due to dislodgement. The patient was stable.